Manufacturer narrative:
(B)(4). It was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal distal release stent was to be used to treat a fistula in the esophagus during a gastroscopy with stent placement procedure performed on (B)(6) 2016. According to the complainant, the package was labeled as an ultraflex¿ esophageal distal release stent, however, the stent released proximally when the physician deployed it. The stent was not implanted in the correct location so it was removed using a foreign body forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.